Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with the anesthesia workstation - flow-I c20. It was claimed that the anesthesia system failed the system checkout. The device failed to meet its specifications. There was no patient involvement. There have been no adverse event sustained as a result of the issue. Based on the information collected to date, the issue could not be reproduced on-site. No abnormalities could be found. The unit has been tested with positive results. No parts have been replaced. The device was delivered to the user in working condition. The device logs have not been available for further evaluation. Therefore, it was impossible to define the root cause to the reported issue. The issue was reported to competent authority in abundance of caution as it may in some cases, represent a reportable event. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 12/18/2015 corrected manufacture date: 11/13/2015.

Event description:
It was reported that the anesthesia system failed the system checkout. There was no patient harm. Manufacturer's reference number: (B)(4).